Event description:
The patient had bilateral breast implants placed in 1982 after a mastectomy and then later had these implants changed in 1986. She had severe chest discomfort as a result of these implants. She feels there is burning pain, there are muscles aches on the chest was, and there is radiation of pain to the elbowsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.